Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture and had high impedance. The lead was inactivated, and later capped and replaced. No patient complications have been reported as a result of this event.